Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: the patient files analysis led to the following observations: on (B)(6) 2025, the nominal mode was activated by the user. O that is the reason why, the pacing amplitude was set at 5v with a pulse width of 0.5 ms and no message related to a standby mode was displayed. Based on the available data, no issue is suspected on the subject pacemaker.

Event description:
The patient had always had a ventricular output of 3.5 v × 0.35 ms, and when he came for consultation it was set at 5 v × 0.5 ms. When the device was interrogated, no message appeared indicating that the device was in safety mode or anything similar. Why was it set to that output?